Event description:
Had a pelvilace biourethal support system (B)(4) lot crvg00005 bard inserted by a dr. (B)(6) at (B)(6) hospital, (B)(6). Within a day, I had oozing out of the cut site. Went to his office at least three different times and he told me, "it is fat globules, lose some weight!" When it got so painful that I thought I was going to die; I went into (B)(6) hospital (B)(6) on (B)(6) 2007 where I was immediately admitted and dr. (B)(6) performed emergency surgery. He discovered the transvaginal mesh sling had been almost completely disintegrated. He removed what was left and then proceeded to deal with the abscess in my abdomen. I was in the hospital a very long time. I got the last rites from my priest. I was eventually sent home and had visiting nurses. It never healed. I had to go back in and have additional surgery to deal with the abscess that spread to my pelvis. Dr. (B)(6), a urologist at (B)(6) did this surgery. I had a catheter and a vacuum attached to me almost the entire time I was supposed to be recuperating. I have been to my own primary care doctor and gynecologist numerous times about my constant pain. I saw (B)(6), rheumatologist at (B)(6) hospital. I was told that my body had been through a lot and I now had fibromyalgia. I was fine prior to all of these surgeries. The last time I went to (B)(6) emergency room about my pain was on (B)(6) 2010. From that day onward, my pain became increasingly unbearable. Dr. (B)(6) told me not to have any more surgeries, my body wouldn't be able to take it. Nothing stops the constant debilitating pain. The pain was so severe that I was getting migraines that left me bedridden. The pain got so bad that on (B)(6) 2010, exactly one month later, I went to (B)(6) medical center, (B)(6), with the worst headache ever. I needed brain surgery and was transported to (B)(6) medical center, (B)(6). Where dr. (B)(6) tried to perform a less invasive way to treat my aneurysm twice. He told me the odds were 40/60 if he treated the aneurysm that way and a 50/50 chance of survival if he performed a craniotomy. Since I had been awake this entire time, I told him to go with the odds. I had 55 staples. There is no treatment for the pain. What am I supposed to do. I'm totally disabled and what am I supposed to do now. Help me.